Event description:
It was reported that the 9800 system locked up during a case. The system was rebooted and the case was completed. No patient injury.

Manufacturer narrative:
The service rep reloaded the software. The system operates as intended.